Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination noted no issues with the stent. It was positioned correctly between the 2 ro marker bands. The balloon folds under the stent were found to be tightly wrapped and had not been subjected to positive pressure, no balloon material was caught within the stent struts. Blood was also present within the balloon which is evidence of a device leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distally of the proximal marker band. An examination of the proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. Marker bands were found to be swaged smoothly on the shaft surface and no ridges, cracks or damaged edges were noted on the marker band surface. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 21-may-2020. It was reported that balloon leak and stent difficulty to deploy occurred. The target lesion was located in infraclavicula. An 8.0x30x135cm express ld vascular stent was advanced for treatment. However, during procedure, balloon inside the stent was leaking saline/contrast and the stent could not be deploy. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.